Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report inability to straighten the steerable guide catheter (sgc) tip and sgc cable break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The sgc was advanced to the septum and a pop sound was heard coming from the sgc handle. The +/- knob was in the neutral position at the time, and a decision was made to continue using the sgc. The sgc was positioned in the left atrium, and the clip delivery system (cds) was steered over the valve, but the cds was too close to the aorta. The +/- knob was rotated in the positive direction, but the sgc tip would not deflect. The +/- knob was returned to neutral, and then an attempt was made to rotate the knob to the negative direction, but the knob would not turn. The cds and sgc were removed. After the first sgc was removed, the knob was able to rotate in the negative direction, but the tip would not straighten. It was believed that the +/- cable broke. A new sgc was used with the same cds. Two clips were deployed, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated the reported cable break resulting in mechanical issues of steerable guide catheter (sgc) unable to curve/straighten guide were confirmed via returned device analysis. The reported noise could not be replicated in the testing environment as the event was a symptom of the cable break. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported noise and mechanical issues of steerable guide catheter unable to curve guide were a result of the cable break; however, a definitive cause for the cable break could not be definitively determined. It is possible that by turning the knob it caused increased tension on the device which can lead to the break in the minus cable and resulting in the loss of tip functionality and noise; however, this cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.